Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) <model number 1715, serial 210449> and a transvenous defibrillation lead experienced clinical shocks and was brought in for evaluation. Evaluation of the ICD system (interrogation of stored data in memory) identified low shocking lead impedance. It's suspected that the device may have been damaged delivering therapy into a low impedance lead. An invasive procedure was performed and the physician elected to explant the ICD. On jan. 27, 1997, a second ICD <model number 1746, serial 601469> was also explanted for low lead impedance. The lead <model 0074, serial 002992> was explanted and another lead was implanted.